Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a scope communication error code e315. There were no reports of any delays, injury or death and the patient was not under anesthesia. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected field: e1 - reporter phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that scope communication error (e315) was due to the effect of repairs performed by a third-party repairer or by the customer (the connector was a third-party component). The event can be prevented by handling the device in accordance with the following instructions for use: the video system center does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury, equipment damage and/or the impossibility to obtain the expected functionality can result. Some problems that appear to be malfunctions may be correctable by referring to chapter 9, ¿troubleshooting¿. If the problem cannot be resolved using the information in chapter 9, contact olympus. This instrument is to be repaired by olympus technicians only. Olympus is not liable for any injury or damage which occurs as a result of repairs attempted by non-olympus personnel. Olympus will continue to monitor field performance for this device.